Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a valid batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. The lot number provided, p94g51, refers to a different device and not a plee60a. Can you please provide the correct lot number? Was buttressing material utilized? If so, which product? If yes, was it used on one side or both sides? What was the appearance of the deployed staples (b-formation, irregular, legs straight)?

Event description:
It was reported that during a sleeve gastrectomy procedure the device cut, but stapled on the patient side only. There were none on the specimen side. The procedure was completed using a like device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #: p58u4k. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage with a gst60g cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.